Manufacturer narrative:
Report confirmed. Evaluation determined that the footed portion was damaged by tool contact. A portion of the foot of the attachment was detached and missing. It was also noted that the internal tube bearing was corroded; the color band and markings were faded. Previous investigation performed under (B)(4) determined that the likely causes are debris in the collet and improper insertion of the tool. The user manual contains the following warning ¿the attachment should not be used if any part of the attachment appears to be bent, loose, missing, or damaged. Excessive pressure or improper handling, such as bending or prying, of the attachment or dissecting tool may cause injury to the patient, operator and/or operating room staff." In addition, ¿a tactile and audible click will be observed when attachment is fully seated. Tactile feedback is felt when the dissecting tool is fully seated. Turn the tool locking ring to the ¿lock¿ position. Verify that the tool is in place by gently pulling on the tool.¿ we will continue to monitor this complaint type for trends. (B)(4).

Event description:
Repair request initiated for device with no reported malfunction. It was reported that there was no patient impact. Repair escalated to product event on decontamination due to footed portion being damaged by tool contact. Upon follow up it was confirmed that there was no impact to patient or staff due to the cut foot during the craniotomy. In addition, there were no additional actions taken as a result of the damage.